Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 05-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8 was associated with a lead fracture, loss of stimulation, and high impedance observed on electrodes 8-15. High impedance was identified on the day of surgery. An impedance check was performed as part of troubleshooting. The event resulted in a device revision, during which a new lead and anchor were implanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: lead. Product ID 97791, lot# hg3yxza, serial# unknown ,implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: accessory. Product ID 97791, serial# unknown, product type: accessory. H3: analysis of the lead 977c265, serial# (B)(6), identified that the {x} conductor(s) was/were broken; {x} cm from the distal/proximal end of the lead. Analysis of the ins (sn: unknown) identified that the injex anchor was cut; consistent with explant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.